Event description:
The reporter stated that the surgeon inserted a cc4204bf plate collamer lens. The lens was removed without enlarging the incision and another lens was inserted due to the surgeon changing mind. Another manufacturer's phacoemulsification equipment was used to remove the cataract.